Manufacturer narrative:
Service was dispatched. Beckman coulter field service engineer (fse) reported issue caused by an intermittent buffer valve failure. Fse replaced the valve to resolve the issue.

Event description:
The customer reported the au 5800 system had erroneous high sodium (na), potassium (k), and chloride (cl) results. The erroneous results were not reported out of the lab. Customer reported no change in patient treatment.